Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the monitor was not turning on due to a defective power supply board, burn marks were noted on the quantum board (qb) board, minor scratched and crack marks were noted on the bezel plate and rear cover, scratches on power switch were noted, and scratches were noted on the potential equalizer and earth potential terminal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, for a diagnostic gastroscopy procedure, the high-definition lcd monitor was not powering on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the failure of the g1 board (power supply board) has been confirmed. Therefore, it was determined that the power supply issue did not function properly due to the failure of the g1 board, and the phenomenon [monitor does not turn on] occurred. Additionally, burn marks in the printed circuit board (qb board) have been confirmed. As a result, it was determined that the image issue was due to a defect (burn marks) on the qb board, and the phenomenon [the power led of the monitor is lit, but the monitor does not start (no display on the lcd panel)] occurred. Olympus will continue to monitor field performance for this device.